Manufacturer narrative:
The subject device was not returned for evaluation. The fse (field service engineer) was requested for service site repair. To date the site repair visit has not been finalized. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the oer-pro device grey connectors were broken. There was no patient involvement on this report.

Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. An olympus field service engineer (fse) was dispatched to the user¿s facility. They confirmed the gray gu connector was broken and replaced it. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. The cause of the defect could not be fully determined, but mishandling by the user causing stress or an impact on the connector could be a contributing factor. The investigation did not confirm any factor to cause the event from design nor structure of the device. Even though there was a defective component, it is detectable by conducting the following inspection steps noted in the IFU in chapter 3.inspection before use, 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly . The o-rings should be free of abnormalities such as cracks, tears, or dents.